Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that before reinserting, the cuff was briefly tested. The test shows that the cuff has a hole the size of a pinhead. There was no patient involvement, and the defect was discovered during testing before the cannula was changed.